Event description:
Bayer case number: (B)(4) significant lumbar pain [lumbar pain], diagnosed with ankylosing spondylitis. [Ankylosing spondylitis] , joint pain [joint pain] , white matter demyelination [white matter demyelination] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("significant lumbar pain") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016 she experienced back pain (seriousness criterion intervention required), ankylosing spondylitis ("diagnosed with ankylosing spondylitis."), arthralgia ("joint pain") and demyelination ("white matter demyelination"). The patient was treated with adalimumab bs (adalimumab biosimilar 1) as well as surgery (to remove essure planned for planned for (B)(6) 2025). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to ankylosing spondylitis, back pain, arthralgia or demyelination. The reporter commented: visit to discuss possible removal planned for (B)(6) 2025 current patient status: humira treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) significant lumbar pain [lumbar pain], diagnosed with ankylosing spondylitis. [Ankylosing spondylitis] , joint pain [joint pain] , white matter demyelination [white matter demyelination] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. The most recent information was received on 03-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("significant lumbar pain") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016 she experienced back pain (seriousness criterion intervention required), ankylosing spondylitis ("diagnosed with ankylosing spondylitis."), arthralgia ("joint pain") and demyelination ("white matter demyelination"). The patient was treated with adalimumab bs (adalimumab biosimilar 1) as well as surgery (to remove essure planned for planned for (B)(6) 2025). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to ankylosing spondylitis, back pain, arthralgia or demyelination. The reporter commented: visit to discuss possible removal planned for (B)(6) 2025 current patient status: humira treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.